Event description:
Same case as 2134265-2013-05972. It was reported that following a electrophysiology ablation procedure death occurred. The target area was the left ventricle. A 7/110/2.5/7 blazer ii ablation catheter was being used with a maestro 3000 rf generator. No issue was noted during approach to the left atrium by wpw and ablation with 50¿ 30w. The left ventrical was ablated but the wattage was unable to go up and cardiac tamponade occurred. The procedure was aborted and the pateint was transported to another facility. Emergency surgery was peformed the same day resulting in hemostasis. Following surgery, the patient's initial postoperative course was uneventful; however, 3 days later cardiac arrest occurred. Surgery was performed and it was noted that the patient's heart had been torn from the left ventricle to the left atrium. The post operative course was good; however the patient died 10 days following the 1st ablation procedure. The physician suspected the events were not procedure but related to the patient's anatomy.

Manufacturer narrative:
Age at time of event : 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).